Event description:
A customer observed biased k + qc results on the vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No based patient results were reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event determined that biased qc results were obtained following recalibration. The customer indicated that recommended maintenance procedures are followed, and no salt build-up was evident. The customer replaced the evaporation caps, and prepared fresh calibrators and qc fluids using a volumetric pipette, after which qc results were acceptable. The investigation did not determine the root cause of the biased results.